Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that patient presented to lead revision due to a cardiac perforation on the right ventricle. Upon review, low pacing lead impedance was observed. The patient was asymptomatic. The lead was explanted and replaced. Patient's condition is stable.